Event description:
The patient presented acutely with multiple health issues. Pre procedure the patient was complaining of shoulder discomfort and was given dilaudid IV. The physician treated the lesion in the left anterior descending artery with angioplasty. The sheath was introduced into the right femoral artery. A maverick 2 2.50 x 15 mm balloon was inflated to 10 atms for 45 seconds. He then treated the lesion located in the heavily calcified, moderately tortuous circumflex artery (cx). The physician pre dilated the cx with a crosssail 2.0 x 10 mm balloon to 10 atms for 30 seconds, 14 atms for 30 seconds and 14 atms for 60 seconds. The physician then inserted an ebu 3.5 guide catheter and a pt graphix 182 cm guide wire and attempted to implant a taxus express2 2.5x16 mm drug eluting stent in the cx but was unable to cross or obtain position for the stent to well appose. He pulled back and tried again unsuccessfully. The physician removed the delivery system and noted the stent had dislodged and embolized to the splenic artery. The physician attempted to retrieve the stent with a snare and a dissection occurred in the splenic artery. The physician's colleague came to assist with the stent retrieval and together decided to leave the stent in the splenic artery and not treat the dissection. The patient was stable after the procedure. The patient was administered versed, phenergan, dilaudid and integrilin during the procedure. Later that night the patient expired. The ccl director stated that the physician did not feel the death was related to the stent. The cause of death is unknown and it is not known if an autopsy will be performed.

Event description:
It was reported that in 2005 the pt presented to the ER with st elevation and elevated cardiac enzymes consistent with a recent myocardial infarction and was taken to the cath lab for angiography. The case was discussed with a cardiothoracic surgery and they electeced to attempt pcta rather than emergency bypass surgery. A 6fr jl-3.5 guiding catheter was advanced into the left main. A pt graphix wire was passed beyond the area of stenosis in the left circumflex (cx). A meverick 2.5 x 15 mm balloon was unsuccessful in crossing the stenosis. The wire was withdrawn and engaged into the left anterior descending (lad) and the maverick balloon was used. There was an excellent result with 0% residual stenosis. The pt graphix wire was removed and passed into the left cx. This time, a 2.0 x 10 mm crosssail balloon was advanced over the wire and balloon angioplasty was performed on three successive occasions. F/u angiography revealed a suboptimal result with a residual 60% stenosis at the site of intervention. However, there was good distal filling of the obtuse marginal branch. They removed the crosssail balloon and attempted to place a stent in the residual stenotic area in the left cx and omb. Numerous attempts were made to pass the 2.5 mm x 16 mm taxus stent but they couldn't get the stent to cross. They removed the guiding catheter and replaced it with a 3.5 extra back-up guiding catheter and again attempted to cross the lesion, with the stent, in the stenotic region in the left cx but were unsuccessful. The lesion appeared highly calcified. When removing the stent from the coronary artery, the stent sheared off the balloon by the guiding catheter. Angiography revealed the stent had migrated to the splenic artery. The splenic artery was engaged with a 4fr guiding catheter and they attempted to snare the stent but it could not be retrieved. It appeared to be in a stable position in the splenic artery. There was a dissection of the splenic artery by the guiding catheter which ultimately led to cessation of further efforts to retrieve the stent. During the case, the pt remained hemodynamically stable and asymptomatic. The pt was transferred back to the ccu for monitoring. It was noted that the pt still had residual occlusion in the rca which may be chronic. Consideration of repeat catheterization with attempted intervention on the rca vs. Reconsideration of coronary artery bypass surgery would be discussed with the pt and the referring md. Due to the splenic artery dissection the physician stopped the pt's integrilin and decided not to give pt plavix at this time.